Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully re-sheathed >2 times due to the implant being too high or too low. The final implant depth at non-coronary cusp (ncc) was 5.16mm and left coronary cusp (lcc) was 7.62mm. The patient developed a left bundle branch block (lbbb) and a temporary pacemaker was implanted. The lbbb was resolved the following day and the patient was then discharged. On (B)(6) 2025, the patient was cardioverted for atrial fibrillation. This was resolved without sequelae on the same day.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block cannot be conclusively determined. It is possible procedural circumstances contributed the reported event; however, this cannot be confirmed. The unexpected interventions noted were results of case specific circumstance as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.